Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿the mesh was not attached to the lateral rectus muscle. Adhesions were cleared and all visible mesh was removed.¿ it was reported that the patient experienced severe pain, discomfort, diarrhea, nausea, chills, inflammation, loss of appetite, dizziness and extreme weight loss. No additional information is provided.